Event description:
Information received indicates that following valve implant, a post-operative echo revealed a central regurgitant jet. The pt was returned to surgery and the valve was retrieved. Information received indicates no product-related cause for the event. The surgeon stated incorrect positioning of the valve during the implant procedure could have caused or contributed to the event. The valve was replaced with no additional consequence reported for the pt.